Event description:
It was reported that a temperature alarm occurred while customer was at the beach. Pump was in customer's pocket and out of direct sunlight. Afterwards, a malfunction alarm occurred. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.